Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: left unknown mentor implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation with unknown mentor breast implants that the patient experienced pain and tightness of the right breast, which patient saw the doctor on (B)(6) 2018, and the doctor believes it maybe capsular contracture baker grade IV after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.